Manufacturer narrative:
E1 - initial reporter address 1: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely right common femoral artery. A 3mm x 40mm x 146cm coyote? Es balloon was advanced for dilation. However, during the third inflation at 6 atmospheres for less than 30 seconds, the balloon ruptured. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was then inflated, but a balloon rupture has also occurred during second inflation at 6 atmospheres. The devices were removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.